Manufacturer narrative:
The investigation is ongoing.

Event description:
Approximately 5 years and 6 months post implant of a 26mm sapien 3 valve in the aortic position, the patient developed a high gradient and stenosis. It appeared that the valve was not fully expanded. There was also thickening or thrombus of the leaflets, but the exact cause could not be determined. There was no pvl or cai. A second 26mm sapien 3 valve was implanted within the first. The valve in valve procedure went well.

Manufacturer narrative:
Stenosis of an implanted valve may be a manifestation of structural valve deterioration (svd). This term refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. There are cases of svd that result in a combination of regurgitation and stenosis. It may be mild and not require any intervention or it may be moderate to severe. In these cases, it causes the heart to work harder to eject blood from the ventricle. Depending on severity it could be an indication for valve replacement or medical intervention. It is possible patient factors such as metabolic issues contributed to the valve stenosis. A very common failure mode is tissue calcification. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. In this case, the complaint was unable to be confirmed due to device unavailability/imagery unavailability. Based on the limited information provided, the root cause for the valve stenosis approximately 5 years 6 months post valve implant could not be confirmed, but may be related to the patients co-morbidities and/or progression of the preexisting valvular disease process. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.